Event description:
It was reported that this brady lead was dislodged and pulled back to the atrium. Moreover, this was confirmed via fluoroscopy. Subsequently, this lead was explanted. No additional adverse patient effects were reported.